Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. A visual exam and functional testing were performed and no issues were found. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges they found the sampling ports were blocked. Alleged defect reported as detected during an "endo" procedure. Customer reports there was no patient harm.

Manufacturer narrative:
(B)(4). The device involved in this complaint has been received by the manufacturer. However, the investigation of said device is still in progress at the time of this report. A follow up report will be submitted upon completion of the device evaluation.

Event description:
Customer complaint alleges they found the sampling ports were blocked. Alleged defect reported as detected during an "endo" procedure. Customer reports there was no patient harm.